Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing process. Customer reported insulin was "foaming" in the vial. Customer changed the infusion set tubing multiple times. Cartridge and insulin vial were changed. Upon follow up, customer reported insulin delivery was successfully resumed. Customer's blood glucose ranged from 72-212 mg/dl.